Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a reddish colored display. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Follow up #1, date of submission 03/02/2015. The pump has been returned and evaluated by product analysis on (B)(4) 2015 as follows: the battery compartment was observed to be cracked below the grip pad at the case seal. The display contrast was found to have a red tint. The returned cap was used to verify the investigation. (B)(6).